Manufacturer narrative:
This is the final report.

Event description:
A report was received that a pt underwent a pocket revision surgery due to an uncomfortable and painful pocket site. The pt is reportedly doing well after the procedure.